Event description:
(B)(4). Procedure done under anesthesia deployed essure coil to right fallopian tube did not visualize coil second coil deployed in right fallopian tube. Have had pelvic pain, bloating, l-s spine pain, right hip pain, fatigue, elevated inflammatory lab results, hyperglycemia, painful intercourse, and menorrhagia since implantation of device.

Event description:
#Medwatcher #followup1 #fdamw5043306 #(B)(4). Have since had a davinci assisted hysterectomy with bilateral salpingectomy for symptom management with endometriosis being found on pathology.